Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Name tandem. Street 11045 roselle street suite 200. Line 2 suite 200. City san diego. State ca. Zip code 92121. U.s.

Event description:
It was reported on (B)(6) 2026 that customer reported infusion set tubing got detached from connector. There was no harm reported with this complaint.